Manufacturer narrative:
D10: 02-010-01-0235 - logic femoral ps cem left sz 3.5: (B)(6) 02-012-35-3511 - logic tibia ps mod insrt sz 3.5 11mm: (B)(6) 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t: (B)(6). 200-02-35 - three peg patella 35mm: (B)(6). (B)(6) - gps implant kit v2: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent initial left total knee arthroplasty. Subsequently, the patient reported that they underwent an x-ray approximately 7 years and 1 month after initial implantation where it was noted that a second surgery is needed. No further patient impact reported. No further information available.